Event description:
New information notes that on (B)(6) 2020, the device was explanted. A pacemaker was implanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, the episode data was not uploaded to the merlin.net server. Issue related to internet connection and application activation was suspected. The patient was stable. Device remains implanted.